Event description:
Customer sent a medwatch form describing an event that had been reported on january 14, 2000. The event was an alarm condition caused by a component failure. User responded apropriately by changing a device accessory. There was no pt injury. Customer medwatch form was report #140067-99-73.